Event description:
The end of the device was loosen on the tvr connector cord and therefore, could not be used. Device usage problem code: device malfunction, failed, could not get it to work, did not do what the device was intended to do.

Manufacturer narrative:
The instrument was reported as an adverse event, (B)(4), on (B)(6) 2013 by (B)(6). The type of procedure the device was used in was not known. The instrument was not returned for eval. The complaint cannot be verified.